Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. All buttons function properly. However moisture damage was noted on keypad traces.

Event description:
It was reported that the customer experienced intermittent button response from the act button. The customer's blood glucose was 158 mg/dl. The customer stated that the insulin pump was not dropped or exposed to moisture. The customer stated that the keypad was not locked. The customer stated that there was no button error alarm in the alarm history of the insulin pump. Asked customer to return the insulin pump for analysis. Nothing further reported.